Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device was disposed of by the facility. If additional information is received a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient experienced bleeding 10 days after a tonsillectomy procedure in which the device was used. The doctor believed the patient had lost approximately 100-200ml of blood. The reporter confirmed hearing endtones during the original procedure and tissue effect was also observed. The patient returned to the ER and required re-cauterization of the tonsil bed to stop the bleeding. No additional information was provided.